Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she took a shower and had suspended her insulin pump. Customer thought she had resumed the device but it was still in suspend, which led to her high blood glucose. Customer's blood glucose was 419 mg/dl. Customer will not be returning the device for analysis.